Event description:
It was reported that the ilet device experienced a cracked or damaged display, rendering the touchscreen difficult to use and necessitating replacement, with no associated alerts or alarms and continued compatibility with the existing glucose sensor after pairing. Customer care provided support which included a review of the reported hardware damage and logistical verification of replacement and pairing guidance. Investigation of this case revealed physical damage to the screen consistent with a user-facing hardware failure without evidence of device malfunction affecting therapy delivery. No clinical effects or user injury reported. Outcomes included no impact to the patient and no medical intervention or hospitalization. It was concluded that the event was attributable to a damaged device component and that replacement resolved the issue.